Manufacturer narrative:
Internal complaint reference: (B)(4). Foreign zip code (B)(6).

Event description:
It was reported that, during a meniscus repair using a 'fast-fix 360'. The t1 was deployed successfully, but t2 came out while tying the knot. Both anchors were removed successfully from the meniscus. It is unknown if a backup device was available and how the issue was resolved. There was a non-significant delay and no further complications were reported.

Manufacturer narrative:
H2: additional information on b2 and d9. H3, h6: the reported device was received for evaluation. A visual inspection found that the suture and both anchors were returned. T1 was in the t1 position. T2 was in the t2 position. The suture was tucked into the depth gage tubing. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation found that the actuator tip moved t1. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.